Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his one touch ultrasmart meter read inaccurately high compared to a lab result. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on an unspecified date at 7:30 a. M. At an unspecified date/time, the patient stated he obtained a blood glucose result of ¿130 mg/dl¿ with the subject meter and ¿40 mg/dl¿ at the lab, performed greater than 30 minutes from each other. The patient manages his diabetes with oral medication, diet, and exercise and denied taking any action in response to the alleged inaccurate result(s). The patient reported, 45 minutes after the alleged issue occurred, he felt ¿lightheaded¿. The patient denied receiving any medical treatment. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (11/01/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/22/2013 and 10/25/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ ((B)(6) 2014): the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2014, respectively, with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3 - ((B)(6) 2014) - additional information a DHR (device history record) was completed on (B)(4) 2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.